Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the monopolar curved scissors (mcs) instrument had a cut in the grey lining at the end, exposing the pink/orange sheath. No other details were available. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that there was a cut in the sleeve and could not provide any further details.